Manufacturer narrative:
The reported issue was evaluated and replicated in the hcus lab, and the cause was traced to a software configuration. It is considered to be a rare occurrence in a clinical environment and highly detectable by a healthcare professional. Fujifilm initiated a recall on march 2, 2021 to alert customers of several patient mismatch issues existing in all synapse pacs 5 versions. Fujifilm submitted c&r report 1000513161-03/11/2021-001-c to FDA, which has been classified as class ii and has ongoing recall under recall number z-1348-2021.

Event description:
On october 6, 2022, fujifilm healthcare americas corporation became aware of an event involving synapse pacs v5.7.212. It was reported that the user experienced a patient mismatch issue between powerjacket and the viewer. There was no patient involvement reported. As such, this report is being submitted in an abundance of caution.